Event description:
Every time I ovulate I feel like my tube is on fire. It's just as painful as my natural birth. When I get my monthly visit I lose so much blood I become weak, dizzy, and light headed. Not to mention the severe (on a scale of 1-10, 10!) Aches and pains, as well as head splitting migraines. I've never had anything more than a few cramps until essure. I'm physically miserable. It hurts to move and lift my children. All I can do is curl up in a ball and cry. (B)(4).